Manufacturer narrative:
Customer complaints of not capturing the heart and high lead impedance were not confirmed. Device was received operating at normal range of operation. Functional analysis of device was performed, including output monitoring, and no issues or anomalies were noted. Device was also tested with various loads connected to the device and showed that values measured were within specifications. Analysis of the atrial and ventricular device connectors did not show any issues that would cause anomalies seen in the field. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high pacing impedance and loss of capture were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.